Event description:
The MFR's rep reported that the pt was admitted to the hosp experiencing baclofen withdrawal. The pump was explanted and replaced with a similar device. The pump had been implanted for 46 months. The pt was experiencing increased spasticity and fever. The hcp had performed a rotor study twice and no rotor movement was noted. No signs of infection were noted; labs included a "blood draw" and urinalysis and were noted to be within normal limits. The pump contained compounded baclofen 2000 mcg/ml; daily dose is unknown. Pt outcome was unknown at the time of this report.

Manufacturer narrative:
Final device analysis reveals motor gear shaft wear.